Event description:
During a gastric bypass procedure, during the 6th firing, the instrument stalled. The staple lines of the previous firings were not very hemostatic. Another like device was used to complete the procedure. There was no pt consequence.